Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer2048 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion of a groshong 3cg enabled PICC, intravascular ECG kept disappearing. External ECG present throughout. Patient required post-insertion chest x-ray to confirm tip position.